Manufacturer narrative:
(B)(6).

Event description:
While performing bench service for the device, it was discovered by an authorized bench technician that the display assembly for the unit was scratched. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device, it was discovered by the bench technician that the display assembly for the device was scratched and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display assembly. The display assembly was replaced to resolve the noted damaged. Following the repair, the device passed all performance assurance testing and the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.